Event description:
It was noted that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited noise, high capture threshold and low pacing impedance. The lead was capped and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.